Event description:
The customer reported that during a spinal surgery on a female pt, the physician's assistant cleaned the tip of the electrode to remove eschar build up and handed the device back to the surgeon. The surgeon re-introduced the electrode back into the pt and the coating fell off into the pt cavity. The coating was retrieved. There was no tissue damage or pt injury.

Manufacturer narrative:
(B)(4). The incident device was not returned for eval, however, several unused devices were received. Eval found the returned samples to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.